Event description:
It was reported that the remote monitoring transmission showed the patient received three inappropriate shocks from the right ventricular lead due to oversensing of noise. The rv lead also had regular impedance spikes to greater than 3000 ohms. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found the right ventricular (rv) lead pacing impedance was out of range and high. There was a patient alert for rv pace lead impedance greater than 3000 ohms on (B)(6) 2012. Weekly pace lead trend data shows an abrupt increase formax v pace equal to 1360 to 5696 ohms peak between (B)(6) 2012. There was also oversensing with ventricular fibrillation equal to 200 ms average v-cycle on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).